Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited, due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article. However, a one-to-one correlation could not be made with unique product serial/lot numbers. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: colchicine to prevent atrial fibrillation recurrence after catheter ablation: a randomized, placebo-controlled trial. Circulation: arrhythmia and electrophysiology. 2024; 17: e012387. Doi: 10.1161/circep.123.012387. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed, regarding the use of colchicine. Following ablation of atrial fibrillation (af). Patients were divided into two groups, a colchicine group, and a placebo group. The authors described one patient death in the colchicine group: the patient died twenty-four days after cryoballoon ablation. This patient had taken the full course of the study medication and was doing well at the 14-day follow-up visit, with no adverse events reported. The cause of death was believed to be sepsis. The source of the sepsis was unknown. There was one patient whose procedure was aborted before ablation, due to a pericardial effusion. Other patients had post ablation chest pain consistent with pericarditis, emergency department visit or cardiovascular hospitalization or diarrhea. The status of the catheters and sheaths is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the source of the sepsis was a "possible pulmonary source." The one patient that had their procedure aborted due to pericardial effusion was scheduled to receive radiofrequency ablation and not cryoballoon ablation.